Event description:
It was observed during central processing that the fenestrated bipolar forceps instrument had frayed cables. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated. Per the customer reported complaint, the instrument was found with a frayed pitch cable at the distal idler. No damage found on the clevis. Scratch marks/abrasions were also found on the surface of the instrument's distal pulley. No other instrument damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction of a frayed cable if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.